Manufacturer narrative:
The customer declined to provide the patient's procedural run sheets, autopsy,and discharge summary. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The run data file (rdf) was analyzed for this event. Signals in the run data file showed that the spectra optia system operated as intended. According to therapeutic apheresis. A physician's handbook, morbidity and mortality related to the rapeutic procedures are greater in acutely ill patients. A review of one registry calculated an overall mortality between 1/10,000 and 2/10,0000 procedures. A patient's death during an apheresis series is most often attributed to the disease state and is rarely directly related to the procedure. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Lot number, expiration and manufacture date are not available at this time. Investigation: fluids hanging were anti-coagulant (acda), 0.9% normal saline, and albumin with electrolytes only was prepared by the pharmacy. Investigation is in process. A follow-up report will be provided.

Event description:
The customer originally called because they received multiple 'cells were detected in plasmafrom centrifuge' alarms at the beginning of a plasma exchange procedure. The customer contacted terumo bct clinical specialist for troubleshooting. The rn stated that she did not observe any cells in the plasma line and she tried to increase the hematocrit (hct) to resolve the alarms, but continued to get the alarm. She then disconnected the procedure. The procedure was restarted on the patient. The nurse got the same alarm and observed a pink tinge in the plasma line. The clinical specialist advised the operator to call the physician to determine if the procedure should be continued or not. Per physician's order, the rbc detector was disabled and the procedure was continued since the hemolysis was due to the patient's condition, per the physician. She entered a new hct of 35% and successfully completed the procedure. When the support specialist called back for customer follow-up on (B)(6) 2016, the customer informed her that the patient had coded and passed away the following day ((B)(6) 2016) during dialysis. At this time it is not alleged or suspected that optia exchange set caused or contributed to the patient death. The customer declined to provide patient identifier. The spectra optia exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a service call was placed and a full machine check out was performed including the electrical safety and pressure sensors. The machine is functioning per manufacturer's specification. An autotest and saline run were successfully performed. Root cause: based on the information provided by the physician and the run data file (rdf)analysis, the root cause for the hemolysis was determined to be the patient's physiology. The root cause for the patient's death is inconclusive. Rdf analysis and service call indicate that the spectra optia system operated as intended and there was no reported malfunction of the device. Based on customer's statements, possible causes for the patient's death include but are not limited to the patient's disease state and or the dialysis procedure performed later on.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: per terumo bct's medical review, the device did not cause or contribute to this incident.